Event description:
It was reported the digestive health feeding tube (pull peg) was placed by the physician. When the peg was being pulled down the esophagus the physician noticed small tearing and dilation of the esophagus by the internal bumper of the peg tube. The physician indicated that it seemed like the bumper was too stiff. The peg tube was placed in the patient with no other issues. The user noted that ¿for an initial peg tube insertion antibiotics are given prophylactically." There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; therefore, a root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of on (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).